Manufacturer narrative:
This report is filed november 8, 2016. Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced recurrent swelling and infection at the implant site and was treated with IV antibiotics and topical steroids. Additionally, the patient underwent two different procedures to remove the damaged tissue; first in (B)(6) 2015 and second in (B)(6) 2016 (specific date not reported). However, this did not resolve the issue resulting in the decision to explant the device. Subsequently, the device was explanted on (B)(6) 2016. Reimplantation is planned but has not taken place at the time of this report, (B)(6) 2016.

Manufacturer narrative:
This report is submitted xxxxx, 2017.